Event description:
It was reported that the patient was experiencing weakness in the lower extremities one day following the trial procedure. Stimulation was turned off and the device was removed. There leg weakness subsided following the explant and the patient recovered without sequelae.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.